Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician noticed that the 3.00x12mm taxus liberte stent delivery system (sds) had stent damage when it was taken out of the package. The stent was opened at one end. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as 'no consequences patient'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the protective coil, product mandrel and stent balloon protector were not returned with the device and the proximal edge of the stent was damaged. The stent struts on rows 1 and 2 from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician noticed that the 3.00x12mm taxus liberte stent delivery systems (sds) had stent damage when it was taken out of the package. The stent was opened at one end. The procedure was completed with another of the same device. There were no pt complications and the pt condition was listed as "no consequences to pt."

Manufacturer narrative:
(B)(4)